Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance of greater than 200 ohms. Currently, this lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.